Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed since the device manufacture date is greater than one year from the event date. During a pm service, fse noticed the reported issue was isolated to the fiber optic module. To fix this issue, the fse replaced the fiber optic assembly and performed all functional and safety checks to meet factory specifications. The fse completed the pm and then released the iabp to the customer and cleared for clinical service. The full name of the event site noted is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test. The iabp had a dsp failure and generated a fault # 44. No patient was involved during this event. No adverse event was reported.